Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v137024, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient was experiencing symptoms from radiculopathy. The health care professional (hcp) wanted to know if the device could be the cause. Additional information from the hcp reported that the patient complained of paresthesia related to the device. It was difficult to tell if it was the cause. The device was removed on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.